Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2016. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 15426173/15426173, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-4316, batch/lot number: 15431597, model/catalog description: clik anchor. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.